Event description:
Reporter called to submit a report about his freestyle libre 3 continuous glucose monitoring device issues. He said he has reactions to the sensors. When he removes the sensors, his skin is red, swollen, irritated, drainage with puss, and infected. He showed the pictures of his skin to his primary care doctor, and she confirmed that he has some type of infection. He is also having issues with the device reading his blood glucose inaccurately and showing error messages. He said so far (B)(4) sensors have failed with a range of problems. All four sensors did not last the intended 15 days. The most he got out of one of them is only 9 days. He tried to contact the manufacturer, but he was not able to get through their phones. Ref reports: mw5162029, mw5162031, mw5162032.